Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/ or images but an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of an afx2 bifurcated stent the physician noted difficulty in placing the device due to vessel tortuosity. At the conclusion of the procedure there was an endoleak type iiia on angiography. The physician elected to perform touch-up on that junction portion, at this time it was noted that the cuff had migrated down and angio showed the endoleak type iiia was still present between the cuff and main body. The physician elected to conclude the procedure and monitor the patient. As of this report, no additional patient sequelae have been reported.